Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for alleged cosmetic damage located on the battery tube and blank display found on (B)(6) 2021. The insulin pump passed displacement test, self test, active current measurement and sleep current measurement. The insulin pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case, battery tube threads - cracked, serial label damage, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage on the battery tube was confirmed by visual inspection where cracked battery tube/threads were noted. Blank display was not confirmed, insulin pump powered on and passed sleep and active current test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank. Customer stated that they replaced battery on the insulin pump but insulin pump screen was blank. Customer stated that there was a big crack on the outside of the battery compartment. Customer changed the battery but frozen display did not recurred. Display was blank at the time off call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.